Event description:
Boston scientific received information that this patient was presented to the electrophysiology (ep) laboratory in late-(B)(6) 2014. A dual chamber pacemaker and implantable right atrial (ra) and right ventricular (rv) leads were implanted. There were no reported adverse events during the procedure. Four days later, during routine follow-up, this lead was exhibiting loss of capture. Further investigation identified a perforation of the ra that required surgical intervention. According to the local representative, the perforation was surgically repaired. The ra and rv leads were checked post-surgery in the intensive care unit. All lead diagnostic measurements were within normal limits.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.